Manufacturer narrative:
Section b5: additional information. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3/heartmate ii left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that that trauma to the driveline that occurred in the car accident on (B)(6) 2020 ,meant that the driveline was pulled, tugged, or jerked in some way that caused the site to become painful or drain.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 in septic shock related to an active driveline infection. The computer tomography showed soft tissue thickening near the driveline site and driveline culture was positive for (B)(6). Both were completed on (B)(6) 2020. The patient was in a car accident a few weeks prior to this event and trauma to the driveline was noted at the time. The patient underwent debridement with wound vacuum assisted closure placed on (B)(6) 2020. The patient will receive IV vancomycin through (B)(6) 2020 and on oral antibiotics for life. The patient was deemed stable for discharge on (B)(6) 2020.